Event description:
A nurse reported a cerelink sensor (ID 826850) was implanted during the 3rd week of (B)(6) 2022. Prior to patient being transferred to the CT scanner the icp reading became negative, then the error code appeared ¿sensor or extension cable failure! Disconnect and replace cable or sensor.¿ when the patient was transported back to the neuroscience, critical care unit and the nurse did a different intervention per the "IFU" however, none of the interventions were able to clear the error screen. The error screen remained locked on the monitor. The patient has an evd in and the medical team is using the evd for icp. The sensor was explanted on an unknown date. Clinical questionnaire provided: time/date of sensor implant: during week of (B)(6) 2022. Time/date of failure unknown. Sensor information: kit used-basic (826850). Serial number (located on backside of sensor): unknown. Lot number (located on the unit carton/box): unknown. Implant location: unknown. Hospital location of implant: unknown. Integra/codman icp monitor serial number unknown. Did the failure occur during patient movement? (I.e., reposition, transport, out of bed for bathroom, ambulate, chair, etc.) Yes. Amount of time between patient movement and failure event. Few minutes. Was the microsensor disconnected from the integra/codman icp monitor during each phase of transport? No. Did the patient receive an MRI or CT scan before the failure occurred? No. What was the mean icp before the ¿event¿? Icp value: unknown. What was the icp waveform quality before the ¿event¿? (If connected to patient monitor) unknown. What is the current mean icp? N/a. What is the icp waveform quality after the ¿event¿? No waveform displayed after event when the failure occurred, was the integra/codman icp monitor plugged into the wall? No. When the failure occurred, was the integra/codman icp monitor connected to a patient monitor? No. Does the icp value on the integra/codman icp monitor match the icp value on the patient monitor? N/a. When the failure occurred, where was the integra/codman icp monitor positioned? Unknown list all devices being used close to the integra/codman icp monitor. Unknown other devices implanted in the head? (Shunt, evd, subdural drain). If yes, specify: yes: evd provide a description of any unusual events or issues that occurred during the implantation or during the patient care. N/a. Describe the quality of the insertion unknown.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The cerelink microsensor (ID 826850) was returned for evaluation. Device history record (DHR) - the product 826850 for lot 6113498 (sn (B)(6)), and the lot met specifications when released . Failure analysis - based on the analysis and investigation, the issue of the complaint was not confirmed: no visible damage to the millar sensor, catheter, or connector. Cerelink monitor reading was acceptable; icp express passed with reading 49. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. Nevertheless, the failure mode in this complaint is being investigated under a report. A device history record (DHR) review, trending, and risk assessment were performed as part of the complaint evaluation. This complaint is part of a failure mode that is being investigated under a corrective and preventive action (CAPA) and the root cause investigation will be captured under that action.